Manufacturer narrative:
Device was used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states but is similar to device manufactured in the USA the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blades are not removable from instruments, no surgical delay or procedure outcome was reported. It was reported that occurrence was not relevant to the health of patient. This is report 1 of 4. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). An evaluation was performed on the returned device. As per received condition of the device; the blades are jammed/ not removable from the impactor. The complained blades and the impactor shows scratches and heavy wear and tear on the surface which can be referred to as forcible misuse with a forceps or a similar tool. The manufacturing review of both instruments shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information it cannot determine the exactly root cause. The device was not used as intended which could cause the jamming of the devices. Please note that the impactor should be mounted in the clockwise direction to engage the blade. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.